Manufacturer narrative:
Additional narrative: this complaint was generated from literature review for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: lubansu, a., rynkowski, m., abeloos, l., appelboom, g., & dewitte, o. (2012). Minimally invasive spinal arthrodesis in osteoporotic population using a cannulated and fenestrated augmented screw: technical description and clinical experience. Minimally invasive surgery, 2012. (B)(4). N= 1 one s1 screw misplacement associated with a nerve radiculitis (no cement injected through this screw). N=1 one subcutaneous infection with multisensible staphylococcus epidermidis treated with 2 weeks of antibiotherapy.